Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer¿s wife called adc to report that on (B)(6) 2019, the sensor applicator with metal needle broke and was left in the customer¿s skin. It was further reported customer was bleeding and required medical attention for the reported issue. The customer was seen by a healthcare provider who removed the metal needle, cleaned and bandaged the customer¿s arm. No further treatment or medication was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The sensor (B)(4) has been returned and investigated. Performed visual inspection on the returned applicator; no issues observed. Visual inspection was performed on the returned sensor pack, and no issue was observed. There was no signs of damage caused by misuse. The sensor patch returned. Visual inspection was performed on the returned sensor patch. No issues observed. The sensor plug was returned but not seated in mount properly. Removed plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user.  This case is not confirmed to use error.

Event description:
A customer¿s wife called adc to report that on (B)(6)2019, the sensor applicator with metal needle broke and was left in the customer¿s skin. It was further reported customer was bleeding and required medical attention for the reported issue. The customer was seen by a healthcare provider who removed the metal needle, cleaned and bandaged the customer¿s arm. No further treatment or medication was required. There was no report of death or permanent impairment associated with this event.